Manufacturer narrative:
Product event summary: analysis was unable to confirm the programmer stayed in reboot; programmer was power cycled many times and always booted up as required. Analysis found the programmer was out of specification on antennas connected functional test; antenna connectors were tightened to resolve antenna issue. Analysis also found the system fan was intermittent noisy, the rubber pads on the lower case were damaged, and the screw insert in rear display cover was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer stayed in reboot. The programmer was returned for repair. No patient complications have been reported as a result of this event.